Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose was at the time of incident was 414 mg/dl and current is 387 mg/dl. The customer declined troubleshooting on insulin pump. The customer treated high blood glucose with insulin pump. The customer reported that they received no delivery alarm and insulin was exited during prime. Based on customer report customer does not allege pump was under delivering. The insulin pump passed the displacement test. The insulin pump will not be returned for analysis.